Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient made mistake/touch contamination and did not clean the exchange area before starting pd which caused peritonitis on (B)(6) 2012. On the same day, the patient was hospitalized for peritonitis. Treatment for peritonitis was not reported. On an unreported date in 2012, the patient was retrained on aseptic technique and pd therapy. On (B)(6) 2012, the patient was discharged from the hospital and recovered. The nurse confirmed that the patient made mistake/touch contamination/did not clean the exchange area before starting pd-not reported. Peritonitis with culture positive for streptococcus-was unrelated.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g12049. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.